Event description:
Patient presented to the physician with shortness of breath. CT imaging was ordered and showed a pneumothorax with sense lead in the pleural space. Physician brought the patient into the or and repositioned the sensing lead. Imaging after the revision procedure was completed showing the pneumothorax was resolved.